Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection and functional testing were performed. No malfunctions or abnormalities were identified. An alarm log review identified an f-1 alarm. The cause of the alarm could not be determined. The pump was serviced to meet functional specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump alarmed for air in line. There was no patient involvement. No additional information is available